Event description:
It was reported that a user experienced a scan failure with a freestyle libre 3 plus sensor while attempting to pair and read the sensor, despite prior successful use and verification that the box was the correct model; repeated scan attempts with support present were unsuccessful, and replacement with a new sensor resolved the issue. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the originally applied sensor did not scan, and performance was restored by replacing the sensor. It was concluded that the event was attributable to a sensor or scanning malfunction, with no evidence of patient harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.